Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia for approximately 24 hours while using the ilet, despite meal announcements, with no device alerts or alarms noted; the user was advised to perform a full supply change or disconnect and use backup therapy, and they chose to disconnect from the ilet for about 2 to 2.5 hours and administered 8 units of backup insulin. Symptoms included elevated blood glucose without ketones or acute complications. Outcomes included temporary interruption of device use and need for backup insulin to manage blood glucose. Investigation included complaint assessment and troubleshooting with user education. Investigation of this case revealed that the cause of hyperglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event was user-reported hyperglycemia with cause undetermined, with appropriate troubleshooting and education provided and no clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.